Event description:
It was reported that during the use of the product, leakage of air from the cuff was observed. So the customer removed it from the patient and noticed the inflation line was detached. No patient injury.

Manufacturer narrative:
Other text: two (2) photos were received. In the second photo, the inflation line was observed detached from the tube. The returned sample was visually inspected; the inflation line was confirmed to be detached from the tube due to lack of solvent was detected in the tip of inflation line. Based on the analysis conducted, the root cause for inflation line detachment was a lack of solvent at the tip of the inflation line. Notification of the reported failure mode was issued to production personnel to explain the importance of the adherence of the procedures to prevent the causal factor of lack to follow procedure. No lot number was provided for performance of a device history record review.